Event description:
Ous MDR - after an estimated implantation period of 8 months, oversensing was reported . The device was explanted and returned to biotronik. The exact implant / explant dates were not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker analysis a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected most likely due to the explantation procedure. Subsequently the header of the device was analysed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be "ok." The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In addition a sensing test was performed, and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an estimated implantation period of 8 months, oversensing was reported. The device was explanted and returned to biotronik. The exact implant / explant dates were not provided. No adverse patient side effects have been reported.